Event description:
It was reported that pump displayed malfunction alarm malf 24 that could not be reset, with no notable events occurring prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty.